Manufacturer narrative:
The returned part could not be evaluated as it was locked together with the liner. No dimensional analysis or cosmetic evaluation was performed because the parts are locked together. The review of the deviation history as well as device history records for each part indicates no abnormalities and these parts left biomet control conforming to print specification. The root cause for why the parts don¿t assemble remains unknown and preventive action has been initiated to address the reported issue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08384 /-08385).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, the liner would not seat into the acetabular cup. Another liner was attempted but was unsuccessful. Competitor product was utilized to complete the procedure. A 45 minute delay occurred.